Event description:
It was reported that the insulin pump alarmed button error and buttons were unresponsive. Customer went for a run and took a shower and after reconnected with the insulin pump then buttons were unresponsive and alarmed button error. Customer's blood glucose was 6.5mmol/l. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm or unexpected resume on display during testing. No moisture damage found on the electronics, motor, battery tube, and vibrator assembly noted. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked lcd window, cracked belt clip slot, and stained end cap sticker.